Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect, an alleged product issue occurred in which the product was damaged and an electrode became detached from its original position. The electrode detachment was discovered post-procedure and the electrode was retrieved from contaminated waste bins. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.